Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pseudoaneurysm is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of pseudoaneurysm appears to be related to patient morphology/pathology and/or user technique/procedural conditions. Reportedly, the pseudoaneurysm was caused by the accidental puncture of the arteria femoralis and then aggravated by dilating the vessel and introduction of the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pseudo aneurysm requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. Post procedure, a pseudo aneurysm was noted at the groin site. The patient was sent to surgery and then transferred to another hospital. Per the physician, the pseudo aneurysm was related to the puncture and guide introduction. There was accidental puncture of the arteria femoralis and then aggravation by dilating the vessel, and introduction of the sheath. No additional information was provided.